Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due pass out on unknown date with blood glucose of unknown. Customer was hospitalized and the hospital lost his transmitter. Customer stated that he was picked up by the ambulance because he missed his shots and he passed out. Customer stated that the insulin pump had insulin flow blocked alarms. Customer was performed displacement test and it was passed. The device will be returned for analysis.